Event description:
It was reported a balloon ruptured on the first inflation during an iliac angioplasty procedure of a calcified lesion. During withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon detached and remained in the pt. Surgical retrieval of the detached balloon was uneventful. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."